Event description:
Related manufacturer reference number: 2017865-2024-73335. It was reported that the patient presented to an implant procedure. During the procedure, after fixating the leadless pacemaker, the device exhibited high capture threshold. An attempt was performed to reposition the device, but it dislodged after docking it with the catheter and before un-fixating. A pericardial effusion was then confirmed. The patient underwent a thoracotomy and hemostasis was achieved. The patient condition was stable post-procedure.

Manufacturer narrative:
The catheter was returned without a reported complaint. As received a complete catheter was returned with the associated device attached and the protective sleeve covering the distal end. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.